Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one episode of ventricular non-sustained tachycardia equal to 180 ms on (B)(6) 2012.

Event description:
It was reported that the ventricular lead experienced t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)(B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one episode of ventricular non-sustained tachycardia equal to 180 ms on (B)(6) 2012.

Event description:
It was reported that the ventricular lead experienced t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the patient continued to have t-wave oversensing.

Event description:
It was reported that the ventricular lead experienced t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the patient continued to have t-wave oversensing.

Event description:
It was reported that the ventricular lead experienced t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the patient continued to have t-wave oversensing along with ventricular sensing values that have decreased to low measurements.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.